Manufacturer narrative:
In follow up communication with the customer, it was revealed that the problem was caused by a loose coil cable on the link assembly that not only provides communication for the device but is also power connection. The customer confirmed that once the thumb screws were secured on the coil cable the problem was corrected. Device labeling, hemo-5303 v9.40 user manual, addresses the potential for such an occurrence in the general equipment care section with statements such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." In addition, in the troubleshooting section under pdm led behavior it states, "if low voltage is detected, the pdm goes to battery power and an audible alarm sounds." Based on the available information, there is no indication that the problem occurred from device defect and/or malfunction but rather from a human factors issue. For this reason, conclusions code 19 was used.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that problems were experienced with the pdm (patient data module) during an active case and an audible alarm sounded. Information provided by the customer revealed that the patient's vitals data was lost. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that results in harm to the patient. The customer reported that the procedure was completed successfully using alternate equipment. (B)(4).